Event description:
The following information was received from the field: this patient had two cypher stents implanted at the distal and proximal circumflex in 2004. Six months post-procedure, the patient was found unconscious at home and rushed to the hospital. The patient expired four hours later due to a thrombotic event at the circumflex.